Manufacturer narrative:
Upon visual examination, it was noted that only the touhy needle was received for evaluation, not in its original package. The touhy needle was carefully examined and did not reveal any non-conforming characteristics. The inner cyclinder was removed without a problem. This product is 100% visual inspected during packaging and qa sampling plan by inspectors. We are unable to review the device history record since a lot number was not available. Based on the evaluation of the returned device, we are unable to confirm customer's statement.

Event description:
The catheter is being returned because the customer reported that it was impossible to remove the inner cylinder. Credit is to be issued.